Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was successfully revised for an unknown reason. The boston scientific sales representative (sr) was contacted in an attempt to obtain additional information. No additional information has been received. No adverse patient effects were reported as a result of the implant procedure.